Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 50-year-old male patient, the device powered up in the incorrect mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. The device was returned to zoll medical corporation for evaluation. The device log confirmed that no CPR feedback was detected during the event, even though the CPR pads were recognized as attached. The impedance waveform indicated that CPR was likely being performed, but the waveform stayed flat with no visible compressions. The mutifunction cable (mfc) and CPR pads used in the case were not returned for evaluation. The device was fully tested, including verifying CPR feedback functionality with a test system, and it passed all testing with expected performance. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 50-year-old male patient, the device's CPR function is not working. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.